Event description:
It was reported that the device had broken/damaged. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history for sn 12350189 was performed which did not confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of (B)(6) 2006. The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device /logs be received for evaluation. The actual date of event is unknown.

Event description:
It was reported that the broken/damaged device had calibration error. There was no patient involvement.